Event description:
It was reported that as the retriever was being removed resistance was experienced and it detached in the supraclinoid area of the internal carotid artery (ica). The physician attempted to remove the retriever with a snare device but was unsuccessful. Angiography revealed that in spite of the event, the retriever removed the clot from the m1 segment that had originally caused the stroke and the ica was patent. However, the angiography image revealed a hemorrhage (unknown location), and the patient woke up with deteriorated neurological conditions. The physician was not sure whether the hemorrhage was due to the patient¿s pre-existing condition, the procedure or use of the device. It was reported that the patient died four days post procedure. An autopsy was not performed but the physician believed that the patient death was due to a hemorrhagic transformation of an acute ischemic stroke. No additional information is available.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device was not returned to the manufacturer; however, a visual analysis was performed on site. The visual analysis confirmed that the retriever device broke at the proximal antenna of the shaped section. Information available indicated that resistance was experienced as the retriever was being removed from the middle cerebral artery and that the resistance increased through the supraclinoid ica area where ultimately the retriever detached. It is possible that anatomical factors contributed to the resistance experienced during removal. However, since scanning electron microscope (sem) could not be performed to analyze the detachment surface area, the type of break that resulted in the detachment of the retriever and ultimately in the un-retrieved device fragment cannot be determine. The patient hemorrhage and outcome of death are known risk associated with endovascular procedures and are noted as such in the directions for use; therefore, a root cause of anticipated procedural complication has been assigned to the patient complications.

Manufacturer narrative:
Subject device is not available.

Event description:
It was reported that as the retriever was being removed resistance was experienced and it detached in the supraclinoid area of the internal carotid artery (ica). The physician attempted to remove the retriever with a snare device but was unsuccessful. Angiography revealed that in spite of the event, the retriever removed the clot from the m1 segment that had originally caused the stroke and the ica was patent. However, the angiography image revealed a hemorrhage (unknown location), and the patient woke up with deteriorated neurological conditions. The physician was not sure whether the hemorrhage was due to the patient¿s pre-existing condition, the procedure or use of the device. It was reported that the patient died four days post procedure. An autopsy was not performed but the physician believed that the patient death was due to a hemorrhagic transformation of an acute ischemic stroke. No additional information is available.